Event description:
A malfunction was reported on the pump, specifically a communication error with the touch screen. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset, ensuring the issue did not recur. The customer was informed to continue using the pump and to contact support if the problem reappeared.